Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon onsite fse found host-pc would not fully boot up and operate properly. The fse replaced cmos battery in host-pc and as a proactive measure fse replaced cmos battery of flexvision-pc. After replacement of this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was not booting up. It is unknown if the system was in clinical use. No harm has been reported to philips.